Manufacturer narrative:
Updated sections: PMA/510k, if follow-up, what type, device evaluated by MFR. Correction: "flare or flash" changed to "failure to deliver energy". Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 03/25/2020. An investigation was conducted on 04/03/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cord as well as on the cord end. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and the related device in the complaint. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device powered off when the power was stopped to the device. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the returned condition of the device, the reported failure "failure to deliver energy" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, active return cord, non- sterile, forceps needs to be evaluated. They completed the case with the same cord. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, active return cord, non- sterile, forceps needs to be evaluated. They completed the case with the same cord. The hospital did not report any patient effects.